Manufacturer narrative:
E1 patient city: (B)(6). Patient country :switzerland.

Event description:
Reference number (B)(4). Event occurred in switzerland. On 4-july-2024 it was reported that patient faced tape not sticking event. No further information available.